Manufacturer narrative:
Returned device was received in poor physical condition. The water tank cover is cracked, the enclosure is dirty and the line cord is worn. During the evaluation of the device, the water tank cover leak was found to be the cause of the initial complaint and the lcd display is damaged. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had plastic glass leaks. No adverse patient effects were reported.